Event description:
It was reported that the blue part (twist clamp) of the minicap transfer set had leaked. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is available for analysis and has been received for evaluation. A review of all batch record documents was performed for lot number h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection and clamp function testing of the returned sample identified the broken occluder feet. The reported issue was confirmed. Leak testing and clear passage testing were performed with no issues noted. The cause could not be determined. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.